Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the monitor had no image. The issue occurred, during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (12) years since the subject device was manufactured. Based on the results of the investigation, the malfunction was likely due to failure of the monitor cable; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.